Manufacturer narrative:
Siemens global product support (gps) specialist received the instrument data files from the customer. The cause of the discordant anti - thyroglobulin results on the immulite 2000 instruments is unknown. No further evaluation of this device is required.

Event description:
Discordant anti-thyroglobulin (atg) result was obtained on one patient sample on an immulite 2000 instrument. The patient sample was repeated on another immulite 2000 instrument and an alternate platform. The immulite 2000 results were negative on both runs and positive on the alternate platform. The negative result of the patient sample on the immulite 2000 instrument was questioned by the clinic and as a result tested on an alternate platform. Finally, the sample was sent to another laboratory and the sample tested positive. There were no known reports of patient intervention or adverse health consequences due to the discordant dilution results.